Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they have had the stimulator for about a month, and they were supposed to charge once a week but they have been able to recharge twice. The patient noted it (the recharging) was not easy to do, and for their 3rd time charging on saturday, they spent hours trying to charge it. The patient reported their spouse tried to move it around but they finally gave up, and the patient stated they wondered if it (the ins) had migrated. Patient services worked with the patient to eliminate emi, and the patient launched the recharger application, powered up the recharger, was successful to connect then lost connection quickly several times. Patient services then worked with the patient to power down the handset and power cycle the recharger by holding down the power button for 45 seconds and when they connected again to the recharger application, they got the 3167 code, tapped ok and after putting the charger into the belt got excellent connection. The ins battery level t hen increased from 20 to 30 percent but they then reported getting the 1707 error so they repositioned and then got recharger is inactive. Patient services worked with the patient to palpate and to try to find the ins and reposition the charger. The patient repositioned and was successful to connect and get to recharging excellently, but that was lost before 3 minutes were up and the beeping continued to be heard during the call. After numerous re-attempts and asking the patient's spouse to help position the recharger, the patient's spouse stated they thought it may have flipped as they could not feel it like they used to be able to. The caller stated the patient had not had any falls or traumas, nor any other medical tests or procedures. The patient was redirected to the doctor to have the recharging issue evaluated in person. The patient reported that they had tried numerous times and could not get through to the hcp. The troubleshooting steps that were taken on the call did not resolve the issue. The patient also mentioned unrelated medical history which included that the patient had a "summer cold" and was coughing quite a bit during the call (not alleged to be related to the device/therapy.)  During the call, the patient also reported they had talked to the manufacturer representative (rep) about their recharging issues. Patient services did not ask further questions about their prior medtronic notification because the patient also reported that since implant this had been a nightmare.